Event description:
A registered nurse reported that a leak had occurred around the twist clamp on a uv flash transfer set. The set had been in use for 180 days. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was received and evaluated. A visual inspection was performed and a crack was noted across the base of the spike next to the concentric rings. Leak testing was performed and the set did not leak at the crack. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noticed. The sample evaluation confirmed the reported problem. However, an assignable cause could not be determined. The lot number were unavailable, therefore no batch review could be performed.

Manufacturer narrative:
(B)(4). It was unknown how long the patient had been using peritoneal dialysis, and if the patient performed continuous ambulatory peritoneal dialysis or automated peritoneal dialysis. The leak was not due to a uv spike that had been cracked or broken off, nor a separation of the patient connector from the catheter adapter, nor cracked or broken occluder legs, feet, or mainbody. The leak was coming from around the twist clamp during patient use. It was unknown how the patient stored the catheter against the body. It was unknown if cleaning solution or disinfectants were used on the transfer set. It was unknown if the patient had over torqued the twist clamp. It was unknown when the leak was discovered.